Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys ft4 ii assay results on a cobas 8000 e 602 module. The initial ft4 ii result was 0.039 ng/dl and the repeat result was 0.038 ng/dl. The ft4 ii result was 1.05 ng/dl on a different instrument and was reported outside of the laboratory. It was not clear if the erroneous results were released outside of the laboratory. Clarification has been requested. There was no allegation of an adverse event. The ft4 ii reagent lot number and expiration date were not provided. Based on the information and data provided a general reagent issue most likely can be excluded.

Manufacturer narrative:
The following additional data was provided: the sample was measured a third time on e 602 module. The ft4 ii result was 0.040 ng/dl and was reported outside of the laboratory.